Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for power loss more than five times in a month. The blood glucose reading was not known. The insulin pump was replaced.

Manufacturer narrative:
Unexpected replace battery alert, replace battery now alarm and power loss alarm while monitoring and the power management graph indicated connector resistance issue j6. The connector for j6 on the printed circuit board assembly was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for more than four days with the insulin pump functioning properly during our testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label.